Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. The information provided regarding the event is insufficient for dexcom to perform an evaluation of cgm sensor/transmitter data; therefore, an evaluation is unable to be performed for this event.

Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 98 mg/dl, and the meter bg reading was 451 mg/dl. Customer went to the hospital and was treated with manual insulin injection. Elevated bg resolved. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Although requested, customer's discharge date was not provided.

Manufacturer narrative:
Additional information received. The emergency room doctor reported the dexcom sensor was inserted into the patient¿s body in the groin area, contrary to the manufacturer¿s instructions which specify placement in the arm or abdomen. According to the manufacturer, pregnancy can create significant pressure on the sensor if inserted in the groin area, which could lead to false readings. Furthermore, the tandem pump infusion set was also inserted into the patient¿s body in the groin area, contrary to the manufacturer¿s instructions. On (B)(6).2025, the day before the patient arrived at the emergency room, she changed her dexcom sensor. The sensor malfunctioned and falsely indicated a low blood sugar level (50 mg/dl) numerous times throughout the day. In such a case, the patient is expected to immediately check her blood sugar to verify that the sensor is indeed malfunctioning. Despite this, the patient did not perform the check, did not replace the sensor, did not calibrate it, and ignored the multiple alerts. A review of the pump¿s history data showed that on (B)(6) 2025, starting from 05:50 am, the pump was switched from closed-loop ¿ control iq ¿ to manual mode. Later, at 10:14, the insulin pump turned off after numerous alerts regarding low battery charge, and therefore no reports were saved. A review of the tandem pump data history shows alerts for low blood sugar as well as low battery charge up to the point that it turned off. From a review of dexcom data, the blood sugar readings can be observed.